Event description:
It was reported, that "the pilot balloon and cuff have deflated." There was no reported pt injury and/or change in therapy. A device has not been returned for analysis and investigation as of the date on this report.